Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of difficulty charging was not confirmed. Battery profile revealed a depletion rate of 9mv per day, with stimulation switched off, which is within the expected range. Device exhibits normal charging and discharging characteristics.

Event description:
A report was received that the patient had difficulty charging as the ipg would no longer charge. The patient underwent an ipg replacement procedure and did well postoperatively.

Event description:
A report was received that the patient had difficulty charging as the ipg would no longer charge. The patient underwent an ipg replacement procedure and did well postoperatively.